Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check (bcc) check for right eye (od) about five minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye (od) was finished successfully without any issue. The thickness of the flap for right eye was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the flap felt thinner and tore while lifting the flap. A portion was left. The physician described it similar to a button hole. A very mild vertical gas breakthrough appeared around the center of the flap bed creation. The treatment was not continued. The patient¿s corneal needs time to heal before attempting treatment with photo refractive keratectomy (prk).